Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was admitted to the hospital. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal (ip), vancomycin and gentamicin, ip, (dosages were not specified). Treatment with vancomycin and gentamicin was continued for approximately two weeks and then switched to an unspecified dosage of oral cipro (ciprofloxacin). One day after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.